Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device and found a broken door. The reported condition of the broken door latch was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
The facility representative reported a broken door latch found during customer use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.